Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of a damaged red battery strap and patient cable discoloration. The reported event of a damaged thread on a mobile power unit (mpu) patient cable connector was confirmed. The mpu was returned to the european distribution center (edc) and a damaged thread was observed. The mpu was functionally tested with a test system controller and mock circulatory loop and the damaged thread did not affect the mpu¿s ability to provide power to the system. The patient cable was replaced. A full functional checkout was performed and the mpu passed all tests. The replaced patient cable was forwarded to product performance engineering (ppe) for further evaluation. Ppe evaluation of the returned patient cable revealed the damaged thread on the black connector on the patient cable. The patient cable was installed into test mpu and tested with a test system controller and mock circulatory loop with no atypical alarms active, including when the patient cable was manipulated by hand. The system controller power cables were able to be fully threaded to the mpu patient cable despite the observed damage; however, increased force was required when compared to a test mpu patient cable. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 03jul2014. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Subsection ¿guidelines for power cable connectors¿ explains how to properly connect and disconnect the system controller power cable connectors to the mpu connectors. Heartmate iii patient handbook under section 10 ¿safety checklists provides the user with checklists to perform routine maintenance of all equipment, including the mpu. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿ heartmate iii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pending investigation completion. The investigation results will be provided in final report.

Event description:
It was reported that patient cable thread was damaged and needed to be replaced.